Manufacturer narrative:
Continued postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician report rupture. This relates to the left device. Device has been explanted and replaced.

Event description:
Physician report rupture. This relates to the left device. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified . Through the photos provided, it is not possible to determine the lot number and catalog. Opening on radius. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Device evaluation: visual analysis of the returned device identified: weight to the spec, an opening on anterior, and crease fold. A microscopic analysis was performed which identified: a crease sharp opening on anterior. Based on the device analysis the final assessment is: a crease sharp opening on anterior assessed as fold flaw opening.

Event description:
Physician report rupture. This relates to the left device. Device has been explanted and replaced.